Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the transfer set and the patient line of a homechoice cassette. The event was further described as the patient line and the transfer set becoming ¿unscrewed¿. This occurred during drain three of four of peritoneal dialysis therapy. Renal therapy services (rts) advised the patient to contact their registered nurse regarding the issue. On a later date soon after this event, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.